Manufacturer narrative:
Section a2 and h4: correction section d7: additional information manufacturer's investigation conclusion: the evaluation of the returned device confirmed the presence of pump thrombosis, which could have contributed to the report of elevated ldh levels and increased pump power. The submitted system controller log file contained data from (B)(6) 2019 ¿ (B)(6) 2019 and showed that pump power ranged widely from 5.5-10.2 watts. Higher pump power values appeared to be more frequent from (B)(6) 2019 through the end of the log. The pump speed remained above the low speed limit for the duration of the log file. Upon disassembly of (B)(6), a red thrombus formation was observed surrounding the inlet bearing cup and ball, obstructing approximately 15-20 percent of the blood flow path. The thrombus ring was adhered to the inlet bearings and appeared to have formed in laminated layers, indicating that the thrombus developed around the inlet bearing cup and ball over an undetermined amount of time while the pump was supporting the patient. Examination of the remaining blood-contacting surfaces of the returned device revealed no evidence of any additional depositions or thrombus formations. The evaluation could not determine a specific cause for the development of the observed thrombus formation; however, its partial obstruction of the blood flow path could have contributed to the reported elevated ldh levels. In addition, the thrombus could have increased the drag on the spinning rotor to result in the reported elevations in pump power observed in the system controller log file data. Microscopic inspection of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Following cleaning, functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values that were within manufacturing specification and the device operated as intended. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Incidental findings: the driveline was returned cut approximately 1.5 inches from the nipple of the pump housing and the distal portion of the driveline measuring approximately 26 inches in length was also returned. A yellow rescue tape repair was present on the external portion of the driveline at approximately 4-9 inches from the metal connector. Removal of tape revealed a small tear in the outer silicone sleeve at approximately 5.5 inches from the metal connector. The underlying bionate layer in the location of the tear and on the remainder of the distal returned driveline segment showed no evidence of damage. However, a notable kink in the driveline was observed at terminus of distal end bend relief. The attachment of the silicone pump end bend relief to the nipple of the outlet housing was intact and appeared to be free of damage. Upon removal of the pump end bend relief from the outlet housing, examination of the driveline revealed that the clear bionate and metal braided shield layers were displaced from around the wires extending from the nipple of the pump housing. The silicone pump end bend relief was sliced open and was empty inside. A specific cause for the clear bionate and shielding becoming displaced from the nipple of the pump housing as well as a duration of time for which the layers were displaced could not be conclusively determined through this evaluation. Initial inspection of the wires extending from the pump housing did not reveal any obvious areas of wire damage; however, hipot testing and subsequent microscopic inspection of the driveline segment identified a very small breach in the insulation of the brown wire adjacent to the nipple of the pump housing, exposing the inner metal conductors. The observed damage to the brown wire appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield or nipple of the pump housing. The system had the potential for an electrical short to occur on a tethered power source (mpu or power module) to cause an interruption in pump function if the exposed conductors of the compromised wire made contact with the braided shield while it was still present in this location; however, review of the patient¿s complaint history revealed no prior complaints of low speed/pump stoppage events or suspected driveline wire damage. Moreover, the system controller log file data reviewed above did not reveal any indications of potential driveline wire damage. The observed wire damage would not have contributed to the reported event. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
User facility report: (B)(4) was received 10oct2019. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient went to outpatient lab and lactate dehydrogenase (ldh) was elevated. The patient was in clinic and admitted to the hospital for suspected pump thrombosis. The patient underwent a pump exchange which confirmed pump thrombosis. It was suspected the thrombus was related to anticoagulation changes that were made after the patient experienced a gastrointestinal bleed requiring anticoagulation to be held for 7 days and aspirin was held after discharge.

Manufacturer narrative:
The referenced gi bleed was reported under MFR. Report #2916596-2019-03067. Approximate age of device- 2 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported the patient had elevated lactate dehydrogenase (ldh) and possible pump thrombosis. The patient had a gastrointestinal (gi) bleed prior to the elevated ldh and inr had been subtherapeutic during treatment for the bleed. Power was slightly increased on the pump. CT angio chest test did not visualize any thrombosis and the echo showed normal pump function. The patient did not have any heart failure symptoms or darkened urine but ldh continued to rise. It was treated with IV heparin, tirofiban and warfarin. Ldh continued to be elevated despite IV treatment. The patient underwent a pump exchange on (B)(6) 2019. No additional information was provided.